Manufacturer narrative:
Device remains implanted. If the device or additional information becomes available it will be reported on a supplemental report.unk numelock plate. (B)(4): device remains implanted.

Event description:
Implant surgeon, reported, a patient potentially has an allergy due to components of the implanted numelock ii plate.